Event description:
The facility reported the pt was being moved to bed from toilet. In the middle of the move, the lift began to retract. The strap retracted all the way to the ceiling and then froze. The pt had to be lowered manually. No injury was reported.